Event description:
It was reported by repair work order that the left siderail cable was broken allowing the siderail to drop quickly when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.